Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer (fse) found the station displaying a black screen. Attempts to power on the station were unsuccessful. Further troubleshooting identified drawer controller boards 2.1 and 2.2 as the source of the issue. Fse replaced the drawer controller boards for drawers 2.1 and 2.2, restoring normal station operation. The system functioned as intended after the field service engineer repaired the device.